Event description:
It was reported that during a lap chole procedure, the jaws would not open during a dry firing. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.